Event description:
During an esophageal varcies ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The blue tip [hook] of the loading catheter was dislocated at its canal operator exit. The reporter stated they had tried to reconnect the blue hook to the catheter, but was unsuccessful. [The physician] opened a second kit to complete the procedure and the same observation occurred. The physician opened another kit to complete the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter with one blue hook fully attached and seated was returned. One loose detached blue hook was also returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter¿s stylet wire as well as the detached blue hook were measured and verified to be within the appropriate mfg specifications. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.